Event description:
Customer was hospitalized for high blood glucose levels. Medical doctor removed the set and cannula was bent. Customer had changed the infusion set two days prior to being hospitalized.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.